Event description:
This rv lead was implanted on (B)(6) 2001 and remains implanted at this time. A procedure form stating that this lead exhibited inappropriate shock due to oversensing. Also reported that while walking to his car he received 13 ICD shock due to sinus tach between 102 13 bpm. The physician was unknown at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).